Event description:
It was reported to medtronic minimed that the customer experienced keypad issue or received a button error. Customer identified the pump's time continues to advance. The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-712wws, and the customer response was the insulin pump will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform self test and displacement test or verify download difficulty due to no button response. No button error alarm during testing. The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, buttons keypad unresponsive was confirmed due to unlocked j2/lcd keypad connector. After locked j2/lcd keypad connector in place. No anomalies was notice. Problem isolated j2/lcd keypad connector. However, keypad flattened button dome switch (creased) was found on act. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.